Event description:
It was reported that patient experienced repeated cartridge issues where pump insulin on board readings fluctuated unexpectedly, showed higher insulin use than expected, and led to pump running out of insulin overnight and requiring multiple cartridge changes over two days, including loss of 60 units after a 13 unit meal dose. There was no reported impact to the customer¿s blood glucose level. Patient agreed to record times and insulin amounts while using a new cartridge, and technical support followed guidance script, collected additional details, noted that pump software was up to date, and escalated the case to a higher support level to consider pump replacement, with follow-up calls scheduled.